Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to unknown lot number.

Manufacturer narrative:
D4: primary UDI number: the product code and lot number are unknown therefore the UDI is unknown but should additional information become available, this will be updated. G4: PMA/510(k) # the 510k# chosen is the most likely code, but should additional information become available, this will be updated.

Event description:
The event involved an unspecified bio-connector where the customer reported that the device was leaking noradrenaline during patient use. The device was attached to the patient's central line, with two infusions attached and in progress. There were no visible holes, cuts, tears or defects noted. The product was stored in it's sealed packaging in our store room prior to being used on the patient. The patient was sedated and did not touch the device. It was attached to the patient at the time this incident occurred. The patient peri-arrested because of noradrenaline not being delivered adequately/accurately due to leaking.